Event description:
Fall resulting in fracture.

Manufacturer narrative:
It was reported that the customer fell while walking with the device due to "the rubber tip are worn". It was reported that the fall resulted in a fracture that required surgery. It was reported that after surgery, rehab was required. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.